Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. The pulse generator could not be interrogated. The device was explanted and replaced. The patient's condition was stable.

Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator could not be interrogated at 37 degrees centigrade. When soaked in 50 degrees centigrade, it was possible to interrogate the device. The device was exposed to extensive testing, it could be interrogated at variating temperatures and normal electrical characteristics were observed. The root cause for the interrogation problem could not be found.